Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an low blood glucose (bg) level of 44 mg/dl. The customer alleged that the pump miscalculated boluses, which contributed to the low bg level; however, during troubleshooting with tandem technical support, boluses were calculating appropriately based on customer¿s pump settings. Customer consumed carbohydrates to address bg. Customer updated their pump settings to address the event.